Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3.

Manufacturer narrative:
Date sent to the FDA: 05/19/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted a recurrent hernia defect containing a loop of bowel and a large amount of omentum, as well as adhesions of some old mesh to the small bowel. He freed the hernia contents, lysed the adhesions between the mesh and the small bowel and removed part of the hernia sac along with the old mesh. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.